Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. One used 6fr angio-seal evolution device was received for product evaluation. The hemostasis sheath was mated returned with the locator along with the header bag. No other accessory components were returned. Visual inspection revealed a bulge at the blood inlet holes of the sheath and locator assembly. The hemostasis sheath was found to be properly mated with the arteriotomy locator. The tip of the sheath was examined, and no anomalies were found. There were no anomalies noted with the transition of the sheath and locator as well. The locator was removed from the sheath and a kink was observed at the blood inlet holes of the arteriotomy locator. No other visual anomalies were noted. Dimensional testing was performed, the outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.116'' which was within the specification of 0.114" +/-0.005". All measurements were found to be within the manufacturer specifications. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that off-center forces may have caused the kink; it is likely that bulge developed as resistance developed concentrically around the sheath during the insertion into the patient's vasculature. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the angio-seal device kinked upon attempt to insert. The case was a left heart catheterization. There was no patient injury reported. There was no medical/surgical intervention required. The patient's condition was stable. The procedure was completed successfully using a new angio-seal device. Additional information was received on 27may2020. The sheath itself kinked. A 6fr sheath was used.